Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. (B)(6). The intraocular lens was not implanted. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed no additional investigation requests for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) cartridge tip inserter had split. The physician noticed the split under the microscope prior insertion. Iol was not used. There was no patient contact. No additional information was provided.